Event description:
It was reported to philips that when the azurion system was powered down on a daily basis the gsc trace files would not be cleaned correctly resulting in an unrecoverable stall while the system was operational. The issue occurred due to an out of memory (d drive suitepc). The issue could occur after frequenting on/off power cycles of the system, it is independent of the system configuration. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Fse identified that the gcs trace files not cleaned correctly during field service visit. When fse checked the trace files it is identified that trace files were not cleaned during cold reboot or e-stop recovery and identified during analysis of the code. The issue is resolved and system returned to good working order. The codes were updated based on the investigation outcome. Problem code grid was corrected.